Event description:
It was reported that the anesthesia system, during the procedure, stopped ventilating. Alarms indicating a high airway pressure were found in the logs. There was no patient harm.manufacturer's reference #: (B)(4).